Event description:
It was reported to boston scientific corporation, that an endovive safety peg kit pull method was used, during a gastrostomy procedure. Performed on (B)(6) 2021. During the procedure, the loop wire at the end of the peg tube had separated. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: (device codes): medical device problem code a0501, captures the reportable event of peg tube loop wire detached. Block h10: the returned initial g-tube enteral feeding tube was analyzed. And a visual evaluation noted, that the pull wire was attached to the pull wire assembly. However, the pull wire assembly was detached from the tubing. The pull wire assembly was observed, under magnification and the component was broke, and one section was lodged inside the tubing. No other problems with the device were noted. The reported event of feeding tube (loop wire) detached was confirmed. As per complaint information, the problem was notice,d during procedure. It is most likely, that procedural and anatomical factors encountered, during the procedure could have affected the device performance and its integrity. The instructions for use, states in gain access section "using the exposed blade of the safety scalpel provided, make a 1 to 1.5 cm incision at the selected incision site". And "note: too small an incision may contribute to excessive resistance on the peg tube when exiting the skin". Probably the pull wire assembly was detached from the tubing, due to user technique. Patient anatomy or other procedural factors such the incision size, also force applied to pull the device through incision site, during placement could have broken the pull wire assembly, detaching the component from the tubing. Based on the information available and the analysis performed, the investigation conclusion code for the complaint event will be documented as adverse event related to procedure, since the adverse event occurred, during the procedure. And the device had no influence on event. A review of the manufacturing documentation for this device revealed, that no anomalies or deviations related to the event occurred, during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2021. During the procedure, the loop wire at the end of the peg tube had separated. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.